Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece for analysis. Electrical testing, visual inspection, and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead failed to sense. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2024.